Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation was confirmed upon physical evaluation of the received device. One unpackaged ar-2324pslc suture anchor, peek-swivelock c, 4.75 x 19.1 mm, vented, batch number 15571873, was received for evaluation. Visual inspection noted that the molded inserter tip was broken and bent, most likely as a result of excessive force applied during implantation due to improper screw assembly. Damage to the screw threads was also observed. According to ai-0005 at revision swivelockr assembly instructions w/ anchor-suture construct. 2. Ensure sleeve is fully seated onto driver, then load swivelock screw onto driver. 3. Fully seat swivelock screw onto shaft end of driver as shown. The cause of the reported failure is an internal manufacturing assembly issue.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23-apr-2026, a sales representative reported via email that during the implantation of an ar-2324pslc peek swivelock c anchor, the anchor body could not be advanced into the bone. The device was removed to reassess, at which point the anchor body was found to have been assembled upside down. Prior to discovery, attempts had already been made to advance the anchor, and the green sleeve on the square pad became mushroomed. The surgeon elected to open another anchor and complete the repair. This occurred during a shoulder arthroscopy with rotator cuff repair procedure performed on (B)(6) 2026. The procedure was completed successfully with no reported patient harm. Additional information was received on 29-apr-2026: only the anchor body was oriented incorrectly during initial placement and was positioned upside down. Two advancement attempts were made prior to removal, at which time the orientation issue was recognized. The anchor was fully removed intact. Aside from the reported mushrooming of the green sleeve, no additional visible damage was observed. A replacement device, ar-2324pslc, was used to complete the procedure. There was no significant delay to the surgery, and no additional anesthesia was administered.